Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters, nc trek rx, instruction for use, states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. The investigation determined the reported kink appears to be related to circumstances of the procedure; however, the shaft separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a procedure to treat the left anterior descending (lad) artery. During advancement of the 2.75x20 mm nc trek balloon dilatation catheter (bdc) into the guiding catheter, the physician stated he was too rough with the bdc outside the guide catheter and the shaft kinked. It was attempted to straighten the shaft of the bdc, but during reinsertion into the guiding catheter the proximal shaft separated. The distal separated portion of the bdc was removed inside the guiding catheter. A new nc trek bdc was used to complete the procedure with the same guiding catheter. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.